Event description:
It was reported that a review of a remote transmission showed that the implantable cardioverter defibrillator (ICD) had delivered an ti-tachycardia pacing (atp) for episodes of ventricular tachycardia (vt) and fast ventricular tachycardia (fvt) that were suspected to be supra ventricular tachycardia (svt) or atrial arrhythmias with rapid ventricular response. The atp were suspected to be inappropriate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.